Event description:
Optometrist reported examining a patient who had spots on her cornea after using this product for a week and a half. She referred the patient to another facility, where a physician diagnosed "corneal burns". Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Evaluation of retention sample in progress. Batch record review in progress. No similar reports on lot 120690f. Additional information was requested from the optometrist: 06/19/2007, 07/09/2007, 07/10/2007 no additional information received.